Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) was to receive an scs lead. It was reported after opening the lead, the physician identified a slight crack in the plastic coating of the lead, near the ipg connection end. There were no additional leads available at the time; therefore, the physician elected to implant the damaged lead. Impedance values were tested with no anomalies noted. Programming was performed post-operatively and satisfactory stimulation was achieved. The reported issue extended the procedure by approximately 30 minutes.